Event description:
IV cap removed and needle found to be punctured through catheter. B manufacturer response for IV insyte, bd insyte autoguard bc (per site reporter). Reported to bd customer service. Product returned.